Manufacturer narrative:
Concomitant product: 419478 lead; 694758 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace. It was also reported that the right atrial (ra) lead was observed with far field r-wave (ffrw) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.